Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had arctic sun device that was having issues in filling then was getting low flow, explained that was a weak circulation pump and the device was due for the 2000-hour preventive maintenance.

Event description:
It was reported that the biomed had arctic sun device that was having issues in filling then was getting low flow, explained that was a weak circulation pump and the device was due for the 2000-hour preventive maintenance. As per sample evaluation results on (B)(6) 2024, it was reported that the bolt broken off in shell pem . Right drain was not draining. Level sensor read full on empty tank . Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was primed to fill in decon and service evaluation, observed low / marginal flow. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.